Event description:
It was reported that the lead was dislodged. The patient was in a fast rhythm of about 120 bpm. The patient was scheduled for a heart catheterization to evaluate the fast rhythm. The lead was capped and replaced at that time.